Event description:
Related manufacturer reference number 1627487-2023-01119. It was reported the patient experienced pain located at the lead site in the patient's forehead. As such, the patient had the system explanted to address the issue.

Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.